Manufacturer narrative:
The investigation for the reported issue has been completed. Data analysis: imc logs are consistent with the reported failure mode. During case start wizard for console ic3620, purge disk not detected alarm issued and resolved repetitively. The intermittent alarm did not only occur for purge cassette sn (B)(6), but for another replacement pc sn (B)(6) as well. Device analysis: console arrived in danvers. Fs technician confirmed the broken purge clip and blue retainer via visual inspection of purge unit. The cause of the issue was a defective component.

Event description:
The complainant reported a patient in non-st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was that the purge cassette pressure disk was unable to sense the pressure during initial pump prime after it was attached to the yellow sidearm of the automated impella controller (aic). The medical team attempted to insert a replacement purge cassette, however this did not resolve the issue. The aic was replaced, and the issue was resolved with the new aic. There was no patient harm reported.